Event description:
The article "validation of mitrascore in diverse mitral regurgitation subtypes: insights from the ocean-mitral registry" was reviewed. The article presented a retrospective multi center study, to evaluate the performance of mitrascore across diverse mr subtypes. Devices mentioned include mitraclip. The article concluded that this was the largest external validation study for mitrascore, demonstrating moderate discrimination, good calibration, and effective risk stratification across diverse mr types. Frailty assessment enhances predictive value, although additional validation is required. [The primary author and corresponding author was masahiko asami at mitsui memorial hospital institution]. The time frame of the study was april 2018 to june 2023. A total of 3,764 patients were included in this study, of which 3,764 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, previous stroke, diabetes, hypertension, dyslipidemia, ischemic heart disease (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, previous stroke, diabetes, hypertension, dyslipidemia, ischemic heart disease. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.